Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal spindle snapped in half where you put the brush heads on...heads weren't attached...came out in mouth - oral-b [device breakage]. Case narrative: male consumer via phone stated that the metal spindle of his oral-b toothbrush, type 3767, snapped in half where the oral-b toothbrush heads were put on. The oral-b toothbrush heads would not attach and came out in his mouth. No injury was reported.